Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a3,b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/05/2025. An investigation was conducted on 09/08/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact conical tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. There were white spots observed through out the photograph. The image was also observed to be blurry as well. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The lot # 3000494536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Medical history exceeds character limitations: (hx of cad, mr, tr, as/ai s/p avr, root enlargement, mvr, tvr, cabgx3 (lima, svgx2), and pfo closure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of vasoview hemopro 2 was foggy. The conical tip had a defect. They noticed the issue once they started dissecting and the conical tip was physically in the patient's body. They swapped out the scope prior to opening a new hemopro-2 prior to complete harvest. There was no delay. There was no patient harm.